Manufacturer narrative:
We have checked the retention samples, production batch records, and mold maintenance records and found no abnormalities. After investigation, we found that all products injected during the initial stage of machine startup when the mold was not yet stable need to be isolated. During self inspection, the operator took the initiative to treat a small number of defective products as qualified products and ultimately flowed into the customer end.

Event description:
There is a thin long piece of the plunger.